Event description:
A tech reported an unexpected refractive outcome following intraocular lens (iol) implant surgery. Add'l info was received from the surgeon, who indicated the lens was in the capsular bag and no posterior capsular opacification was observed. The iol cylinder axis is in the correct position.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot number. (B)(4).